Manufacturer narrative:
Continuation of medical devices: 4076 lead implanted: (B)(6) 2006.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alarm triggered for high/undefined pacing impedance one day post device replacement. It was noted that the impedance levels became normal. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.